Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, moderately calcified, mid left anterior descending artery. After inflation of the 1.2 x 12 mm mini trek balloon at nominal pressure (8 atmospheres), one time, the balloon ruptured. There was no resistance reported during advancement of the balloon catheter to the lesion. The balloon was removed from the anatomy and replaced with another mini trek without further incident. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.